Manufacturer narrative:
Concomitant medical products: product ID 24950g, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry. The reader was lifted and placed back on the base. Troubleshooting steps were taken to no avail. The patient was referred to their clinic to rule out any implantable pulse generator (ipg) issues. Follow-up with the clinic yielded no additional information. The remote monitor and device remains. No patient complications have been reported as a result of this event.